Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ax23, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect from their implantable neurostimulator (ins) and had bowel "accidents" which started about 2 to 3 weeks ago. The patient also had no stimulation sensation and could not recall the last time they felt the stimulation. It was also noted that the patient had some soreness and pain at the ins site. The site was reported to be warm but not red and noted that these symptoms "come and go" since the time of implant. After synchronizing the programmer with the ins, it was reported that the stimulation was turned on but was at amplitude of 0.0. The patient stated that this was the first time that they had used the programmer unit. The patient increased the stimulation to 0.8 where it was confirmed that this was comfortable for the patient.